Event description:
Same case as MDR ID 2134265-2013-04367, MDR ID 2134265-2013-04358. It was reported that during test recording, an automatic pullback failure occurred. The md5 motordrive unit was used in conjunction with a bsc catheter during test recording. During servicing, when the attempt was made to perform automatic pullback, the system failed to pullback. It was noted that automatic pullback was repeated several times but the same problem occurred. Manual pullback was also performed, still the problem persisted. No patient involved.

Event description:
Same case as MDR ID: 2134265-2013-04367, MDR ID 2134265-2013-04358. It was reported that during test recording, an automatic pullback failure occurred. The md5 motordrive unit was used in conjunction with a bsc catheter during test recording. During servicing, when the attempt was made to perform automatic pullback, the system failed to pullback. It was noted that automatic pullback was repeated several times but the same problem occurred. Manual pullback was also performed, still the problem persisted. No patient involved.

Manufacturer narrative:
Device evaluated by MFR: the unit was received with a damage trigger boot. During functional testing the unit met specifications and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).